Manufacturer narrative:
Failure analysis revealed that all buttons did function properly. However, moisture damage was found on the keypad traces. No button error alarm noted during testing. The insulin pump was received with minor scratched display window, cracked lcd window at the bottom right side corner, cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube near the window, cracked battery tube threads and cracked pump belt clip slot.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that they were working out and sweating on the waist band prior to the alarm. Customer's blood glucose reading at the time of the call was 150 mg/dl. No further information reported.